Event description:
Consumer wore heating patch on her back while driving from (B)(6) which caused her to develop a second degree burn. She was treated by her primary care physician and was prescribed silvadene cream. She has been back to see her dr. Twice for follow up visits. Condition is healing well.